Manufacturer narrative:
Fse visual inspection found that the defibrillation handle was faulty. Based on the available information and the testing conducted, the cause of the reported problem was confirmed to be a faulty handle. The device is operational after repairs. The investigation concludes that no further action is currently required, but the complaint file will be reopened if additional information is received.

Event description:
Philips received a complaint about the efficia dfm100, indicating that the self-test reports an error. The device was not in clinical use when the issue was discovered, and there were no reported patient impacts or injuries. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the self-test reports an error showing that paddle was faulty. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.